Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: vedoya, s.p., montero, a., and del sel, h. (2020), bilateral concomitant femoral neck stress fracture in a sedentary patient with anorexia nervosa, trauma case reports, vol. 27, pages 1-6 (argentina) doi: 10.1016/j.tcr.2020.100302. This study presents a case report of a (B)(6) year old female patient who presented mild to moderate bilateral groin pain for 18 months. Standard radiographs showed a calcar compression fracture in both hips and MRI showed a change of intensity in both femoral necks and bone edema in the right, suggesting a compressive non displaced fracture at the inferior aspects of both femoral necks. The bone scan revealed increased uptake of both femoral necks. CT scan confirmed the fracture in both hips. Using a minimally invasive procedure, bilateral internal fixation with a dhs (dynamic hip screw - synthes depuy, j&j, raynham, ma, USA) was performed. The patient suffered a fall 3 days after surgery as a result of walking without assistance when going to the bathroom and sustained a fracture of the left femur just below the dhs. A new internal fixation with a proximal femoral nail (pfna -synthes de puy, j&j, raynham, ma, USA) was performed and a non-weight bearing non-walking period of 3 weeks was enforced. Three months after surgery, the distal dynamic screw had reached its maximum sliding capacity and was removed to improve fracture site compression. At 8 months after surgery, x rays showed the healing progression of the fractures. The patient was deeply depressed and aggressive, walked indoors only, referring moderate bilateral generalized lower limb pain and using 1 cane. At 13 months after surgery, the patient walked with no assistance or pain, and the fractures were healed. This report is for an unknown synthes screw. It captures the reported screw that had reached its maximum sliding capacity and was removed. This is report 2 of 4 for complaint (B)(4).